Manufacturer narrative:
The electrode belt was returned for investigation into a patient death and did not pass incoming functional testing. Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cable connecting ECG "a" and ¿b¿ to the front therapy electrode was pulled from the strain relief, damaging wires in the cable. The cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief. The root cause for the strained cable was excessive force.

Event description:
A us distributor reported that a patient's electrode belt was damaged.